Event description:
It was reported that a 39-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 425cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during an in-office visit with a medical professional. As a result, the patient is scheduled for removal and replacement with 375cc mentor smooth round moderate profile saline breast implants on (B)(6) 2022. The date of event was provided to mentor as a best estimate.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 01, 2022, the mentor analysis lab received the suspect medical device for evaluation. On december 06, 2022, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection, leak testing and microscopic examination of the device. Visual analysis of the returned sample determined that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to the mentor procedure, and it revealed (2) two tears on the anterior view, measuring both ruptures less than 0.1 cm. Microscopic examination was performed on the edges of tear (a) and tear (b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 21, 2022, mentor was notified that the patient underwent unilateral removal and replacement with a left-sided 425cc mentor smooth round moderate plus profile saline breast implant during the revision surgery on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).